Manufacturer narrative:
Other, other text: returned device was received in used physical condition. No evidence of reported problem in event log was found. During the evaluation of the device no fault was found with the returned pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event., corrected data: device evaluation correctly documented.

Event description:
1/2, (reference (B)(4) for related attachments and related complaints: documenting communication sn (B)(6)) per email: received back from smiths medical that on inspection are showing under infusion. Additional information received via email on 17-feb-2021: event details updated. No patient injury. Out of box failure. Additional information received via email on 10-mar-2021: issue occurred prior to use. Infusion was not life-sustaining.

Event description:
Information was received indicating that a smiths medical pump was showing under infusion. There was no reported patient injury or adverse events.